Event description:
On 6-30-98 a pt was given a magnetic resonance angiography angiogram of the brain, carotid and vertebral arteries. This was pt's first magnetic resonance imaging/magnetic resonance angiography test. He was not given any ear protection during prep for test. During test he complained of noise, asked operator to turn it down, she said no, and just told him how much time there was to go. After test he told operator there should be ear protection given to pts, because loud noise is damaging. The test lasted approx an hour. For several evenings after the test, he had difficulty sleeping, due to ringing in his ears. Since the test, there is a marked reduction in his hearing ability. This test was one of many in preparation for major surgery, abdominal aortic aneurysm, 8-3-98. On 7-27-98 pt had another magnetic resonance angiography, of his abdomen, he brought his own earplugs. Rptr met with dr, and described the injury to her husband. The dr referred reporter to the radiology dept, who advised a hearing test, at their expense. (Facility does not test hearing), rptr suggested a facility, as there was a previous test done there for comparison. Told radiology that test would be after long recuperative period. The facility was responsible for giving ear protection prior to testing, and they didn't, and now, refuse to test him. (During a magnetic resonance imaging brain scan is when the decibels are the highest, per MFR rep. When speaking with ge, and the FDA, directives that come with magnetic resonance imaging units specify ear protection for over 99 decibels, which magnetic resonanace imaging's are above.